Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) and had a post op refraction of +.075 and +2.50 add. Further, patient had been a high myope, and was used to reading easily without correction and can do this with his other, non-operated eye. The doctor decided to remove the lens and replace it with a high power lens to accommodate the patient's vision. Reportedly, the surgery center did not have the proper forceps and scissors during the explant of the lens which resulted in the patient suffering from mild corneal edema. The patient was prescribed the standard treatment regime (durezol, and vigamox). The patient was doing well and was expected to heal. No complications were reported. The doctor did not attribute the patient's symptoms to the product. No additional information was provided.

Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 08.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.